Event description:
The pt contacted lifescan (lfs) in 2005 alleging that the meter does not power on. The medical affairs specialist (mas) mailed a letter, since the pt could not be reached by telephone for further clinical info. The pt mentioned that the meter would not power on for approximately one month. He experienced blurred vision and his skin was getting lighter; however, there is no info on whether the pt experienced the symptoms at the time of testing. The pt was taken to the hosp since he was unable to test on his meter and obtained a blood glucose reading of 400 mg/dl on the hosp device. The pt was treated with an "IV insulin". No further clinical info was provided. It would have been helpful to know the pt diabetes regimen, when did he experience the symptoms, and the diagnosis in the hosp. The battery was replaced less than a year ago and was correctly installed. The meter did not power on by pressing down on the power button. The pt was using the correct vial of test strips. Customer care agent (cca) sent the pt a replacement meter, strips and control solution.